Manufacturer narrative:
H4: the lot was manufactured between february 24-25, 2024. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a leak into the outer pouch from the administration spike port bonding area. Functional leak testing was performed, and it was noted that there was a leak from the administration spike port 2 bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag was broken and leaked into the bottom of the over pouch. This was observed prior to patient use. The device contained pediatric parenteral nutrition (pn) with trace elements. There was no patient involvement. No additional information is available.